Event description:
A physician reported a pt who was treated on 26 october 1997 in the chin. Approximately one month after treatment the pt developed an area of erythematous bumpiness where she had been treated. On 27 november 1997, the physician injected kenalog into the chin area. The physician injected the area with intralesional kenalog again on 5 december 1997. The physician believed the pt had a hypersensitivity to collagen.